Event description:
Rptr reported that the 6lb block of wax melted in the machine and leaked out onto their oriental rug and all over the furniture. Rptr worried that their pts could have been burned from the hot wax. The paraffin is supposed to melt at 150 degrees which is very hot. Machine had a hole in it. The rptr returned machine to store, they discovered that it had a hole in it. They were given a new machine to replace the damaged one.